Event description:
The pt had a right knee implant in 1992, which was later revised in 1997. The pt claims that the polyethylene component failed due to alleged defects in the sterilization and packaging of the polyethylene component.